Manufacturer narrative:
Further patient information was made available in response to follow-up communication and showed that the patient had his sutures removed a few days early because he was going out of town. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Risk manager will not release device.

Event description:
It was reported that there is an infection case possibly related to the device(s). Original dos (B)(6) 2010. Open ac joint reconstruction with hamstring autograft; limited arthroscopic glenohumeral debridement, open subpectoral tenodesis. Incision site infection (B)(6) 2010. Shoulder swab tested negative. Infection treated with incision/drainage of shoulder, IV and oral antibiotics. Patient's current condition is good.